Manufacturer narrative:
H10: one actual sample was received for evaluation. Visual inspection was performed with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. It was further reported that the leak occurred between the female connector of the transfer set and the minicap. This occurred during use of peritoneal dialysis therapy. The transfer set was replaced. There was no allegation against the minicap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.